Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unk. Dislocation can be associated with a number of mechanisms: unsatisfactory placement of component parts. This may lead to impingement at neck/shell which may lead to dislocation. Extent of component stability. If components that were not matched for the pt requirements are used, this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional support to the joint, which may contribute to dislocation. Pt behavior. However, a definitive root cause cannot be determined with the info provided. Eval: the mfg records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.

Event description:
It is reported that the pt dislocated while still in the hospital and was relocated.